Event description:
It was reported that the patient heard an alert and went to the emergency room. It was found that the right ventricular superior vena cava (svc) portion of the lead showed high and sudden svc impedance measurements. It was also reported that the pace/sense portion of the lead had been previously replaced with a bradycardia pacing lead due to elevated thresholds. A lead fracture is suspected. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead, implant date: 2004-(B)(6); d224drg ICD, implant date: 2010-(B)(6).